Event description:
Customer states that the pump does not alarm and it keeps running with no food during testing.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming 'dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.